Manufacturer narrative:
During a complaint review, beta bionics identified a complaint classification update related to incorrect quantities of supplies packaged in product kits. Following implementation of the updated complaint classification, a retrospective review of complaints was conducted, and this event was identified as potentially MDR reportable. Upon identification, the complaint was reevaluated and this MDR was submitted promptly.

Event description:
It was reported that the user called to request additional consumable supplies, stating the fill kit did not include enough needles and that only three cartridge delivery infusion sets remained, while insurance would not cover replacement supplies. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer service review and coordination with internal sales regarding insurance coverage, followed by shipment of goodwill replacement supplies. Investigation of this case revealed a reported supply quantity discrepancy for disposable accessories, with no device performance issue or alarm reported. It was concluded, based on previously established findings for similar reports, that the cause was user need for additional disposables and supply fulfillment error, not related to device malfunction.

Manufacturer narrative:
Initial.